Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. Imprecise motion test was not performed as a result of dislodged blade which caused initialization failure. The event caused partially or wholly by the user of the device including sample handling. Additional findings not related to customer reported complaint: the instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.0220", outside of the blade garage. There were no bio debris found at the instrument tip between the grips along the knife track. Components adjacent to this dislodged blade do not show damage. This dislodged blade is caused by the knife cable getting stuck and squeezed in the knife slot at the proximal end. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs displayed no failures. The root cause is attributed to dislodged blade as a result of knife cable getting stuck and squeezed in the knife slot at the proximal end. The complaint was confirmed by failure analysis. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube. Isi followed up with the initial reporter and obtained the following additional information: the correct event date is 02/13/2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer was moving in the opposite direction of the operation. The procedure was completing as planned with no reported injury.